Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a regular follow-up on 14 sep 2017, the device was interrogated and it was attempted to measure the lead impedance. An error message ("failed") was displayed on the programmer screen. Despite of additional attempts, the results were all the same and it was not possible to measure the lead impedance in either bipolar or unipolar configuration. After the programming session ended, the programmer was shut down and restarted by the operator. The device was re-interrogated and it was again attempted to measure the lead impedance, but this measurement was still unsuccessful. While the operator repeatedly tried to measure the lead impedance, measurement eventually succeeded. Preliminary analysis revealed that numerous telemetry errors occurred during the follow-up performed on 14 sep 2017. The origin of these telemetry errors are most probably due to a wrong positioning of the telemetry head.

Event description:
Reportedly, during a regular follow-up on (B)(6) 2017, the device was interrogated and it was attempted to measure the lead impedance. An error message ("failed") was displayed on the programmer screen. Despite of additional attempts, the results were all the same and it was not possible to measure the lead impedance in either bipolar or unipolar configuration. After the programming session ended, the programmer was shut down and restarted by the operator. The device was re-interrogated and it was again attempted to measure the lead impedance, but this measurement was still unsuccessful. While the operator repeatedly tried to measure the lead impedance, measurement eventually succeeded. Preliminary analysis revealed that numerous telemetry errors occurred during the follow-up performed on (B)(6) 2017. The origin of these telemetry errors are most probably due to a wrong positioning of the telemetry head.